Manufacturer narrative:
Conclusions: according to the information received from the field the device was explanted due to painful sensations without the use of the audio processor seven years after implantation surgery. Reportedly the recipient also experienced pain and vertigo after implantation surgery, which is a known side effect of otologic surgery. In addition the recipient never had sufficient benefit with the device and became a non-user. Device investigation revealed that stimulator electronics is working according to specifications. However, a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation. A contribution of the lower-ohmic connection between coil and reference electrode to the abnormal perception cannot be excluded. Other damages found are related to the explantation surgery. This is a combined initial final report.

Event description:
The recipient requested the explantation of the device due to pain more than 7 years after implantation. The recipient has been explanted on (B)(6) 2022.